Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when trying to place clips on tubular structures, the clip fell out of the jaw into abdomen. Clips that were placed and closed on tubular structures were seen to be malformed and could be released from structures easy. New er320 was unpacked and procedure was finished uneventful.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what shape were malformed clips? First few closed at ends but not closed in the middle, last clips did not close at all but where "(B)(4)" crossed. Were dropped and loose clips retrieved from patient's abdomen? If not, was there change to procedure or post-op patient care? Yes, all malfunctioning clips were retrieved. Was there any torquing or twisting of the device present at the time of firing? No. Device was used through normal laparoscopic trocar in the correct direction for firing. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws, and then, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.